Event description:
It was reported postoperatively the patient was diagnosed with endocarditis and has been on antibiotics since (B)(6) 2011. Information stated the valve was explanted due to calcification. Another sjm tissue valve (model and serial number unknown) was implanted.